Event description:
The consumer reported the wires of the heating pad were exposed after two years of use and she received electric shock burns as a result. The consumer has a home health aid who tended to the burns for her. This pad has been discontinued for several years.